Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: none. Surgery was completed with a back-up device.

Event description:
Healthcare professional informed that upon implant the prosthesis on the right side, a rupture sound was heard, immediately it was explanted and indeed it was ruptured. DHR is required. Photos of the affected prosthesis is available. The surgery was completed with a backup device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: noise, audible: unable to confirm as it is a medical event not related to the device break: unable to confirm as it is a medical event not related to the device. No clinical signs, symptoms or conditions: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional informed that upon implant the prosthesis on the right side, a rupture sound was heard, immediately it was explanted and indeed it was ruptured. DHR is required. Photos of the affected prosthesis is available. The surgery was completed with a backup device.